Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the device would work for a while and then gradually lose power. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00208 and medwatch 2210968-2009-00210. The same pt is represented in each medwatch.